Event description:
On 15-aug-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant creatinine result on a patient.. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested crea sample I-stat (B)(6) 2024 10:30 11:40 269 umol/l a. Abbott ci16200 (B)(6) 2024 10:30 13:50 85.5 umol/l a. I-stat (B)(6) 2024 10:30 18:01 263 umol/l a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4) the investigation was completed on 23-sep-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24142a.

Event description:
Na.